Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of a post traumatic event (motor vehicle accident), which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation. No information provided in the following section(s): a3, a5, b6, and b7. The following section(s) have additional info: b4, d4 (UDI number).

Manufacturer narrative:
Pending evaluation.

Event description:
Revised stem due to loosening.